Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replicated the reported problem while releasing universal surgical manipulators (usm) through spar soft lock. The patient side cart (psc) was moved throughout the room and floating was replicated through different angles of the or. Fse performed calibration on the set-up joint (suj), usm, outer pitch hall, and verified suj gravity. After calibration and verification, the reported problem could not be replicated or observed on all usms drift issue due to unleveled floor. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to starting da vinci-assisted endometriosis resection surgical procedure, the customer contacted intuitive technical support engineer (tse) to report drifting of universal surgical manipulator (usm3) and usm4. Usm would not lock in place when using the buttons on the usms until it is connected to the trocar. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the drifting issue occurred prior to docking as well as after docking the arms. The system was restarted to resolve the issue and procedure was continued. There was no patient harm.